Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported higher reading with a diagonal upward arrow when scanning there adc freestyle libre sensor compared to the built-in meter on day 9 of wear. The customer reported receiving sensor scan results of 446 mg/dl, 439 mg/dl, and 480 mg/dl, compared to built-in meter readings of 200 mg/dl, 110 mg/dl, and 186 mg/dl, respectively. On (B)(6)2019, the customer was nervous because of the high scanned readings that customer stopped eating and subsequently became dehydrated. The customer was taken to the ER and treated with 2 IV's for hydration and unspecified oral medication for hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported higher reading with a diagonal upward arrow when scanning there adc freestyle libre sensor compared to the built-in meter on day 9 of wear. The customer reported receiving sensor scan results of 446 mg/dl, 439 mg/dl, and 480 mg/dl, compared to built-in meter readings of 200 mg/dl, 110 mg/dl, and 186 mg/dl, respectively. On (B)(6) 2019, the customer was nervous because of the high scanned readings that customer stopped eating and subsequently became dehydrated. The customer was taken to the ER and treated with 2 IV's for hydration and unspecified oral medication for hypoglycemia. There was no report of death or permanent injury associated with this event.